Manufacturer narrative:
One forceps sample was received in opened original packaging including the cover foil. The returned sample shows a bent shaft and broken grasping arm. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The returned sample shows surgery residuals and a bent shaft. One grasping arm is broken off. The customer's complaint was confirmed, but due to the condition it can be concluded that device was damaged during handling. A 100% inspection and a qc inspection in the production process ensure that a bent instrument will be detected in production. Therefore, it can be concluded that the instrument has been bent by an external force during use which most possibly also lead to the broken grasping arm. Root cause is user handling. The returned instrument has been bent by an external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the head of an ophthalmic forceps broke during a vitrectomy surgery. An alternate forceps was obtained in order to perform the procedure. There was no harm to the patient.